Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The medium-large clip applier instrument was installed on an in-house system and driven. The medium-large clip applier instrument failed the clip test due to the bent grip. The clip was unable to be attached to the medium-large clip applier. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not close completely to hold the clip. There was no reported injury. Intuitive followed up to obtain additional information. The clip applier incident occurred prior to the clip application. The clip applier was used twice and the clip fell off. The clip applier was handed off field to be tagged as broken, and another clip applier was opened. Customer was informed that the instrument was sent back. No photos or videos available.